Manufacturer narrative:
Evaluation summary: the system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgical technician reported that the corneal lasik flap was incomplete, and did not have an edge, in the left eye. As a result, the surgeon was unable to lift it to complete the procedure. The surgeon switched to photo refractive keratectomy to complete the procedure. The patient was reported to be doing well postoperatively. No further information is expected.